Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned device. The reported failure to seal could not be replicated in a testing environment, as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to seal appears to be related to circumstances of the procedure. The graftmaster stent sealed the area where it was placed; however, because the perforation was larger than anticipated, another graftmaster was needed to fully seal the perforation. The first graftmaster did not malfunction or cause or contribute to any adverse patient effect. Therefore, this event would not have been reportable; however, as the event was already filed, it must remain reportable. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Device code correction: code 2524 was removed.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified left anterior descending artery with a pre-existing perforation. A 2.80x16mm rx graftmaster stent delivery system failed to cross due to the anatomy after several attempts. Another same size rx graftmaster was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Additional information received from the account confirms that the 2.80x16mm rx graftmaster stent was deployed at the lesion and sealed where implanted. However, the perforation was larger than anticipated and therefore the stent itself was not long enough to cover the perforation. Another same size rx graftmaster was used to cover the rest of the perforation. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified left anterior descending artery with a pre-existing perforation. A 2.80 x 16 mm rx graftmaster stent delivery system failed to cross due to the anatomy after several attempts. Another same size rx graftmaster was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.